Event description:
It was reported that ¿clear insulation slipping off the lead was noticed when the package was opened in the operating room (or).¿ it was stated the ¿device was not implanted¿ and a ¿different product was used.¿ it was reported another lead was used instead at the time of the procedure with ¿no problems.¿ a supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant products: product ID neu_stylet_acc, product type accessory. (B)(4). Analysis of the stylet wire found it was ¿bent¿ with no significant anomaly. Analysis of the lead was not available at the time of this report. A follow-up report will be submitted when lead analysis is complete.